Event description:
It was reported that the straps were missing from the neonatal arctic gel pads.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "operator error or inadequate work instructions". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed as it could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the straps were missing from the neonatal arctic gel pads.